Event description:
Doctor performed a navigated tka on the patient. Six weeks post-op, the patient was stepping out of his truck and fractured his leg. The doctor reported the femoral fracture originated at navigation pin hole. An additional surgery was performed to repair the fracture with a retrograde femoral nail.